Manufacturer narrative:
Livanova received a report stating that a part of the plastic tip protector cap came off during a procedure. There is no report of any patient injury. The customer provided a picture as evidence of the breakage. Therefore, the complained device was not requested for investigation. Since the issue occurred during procedure, livanova believes the device was integer before use. In fact, the product IFU recommends to visually inspect the device before use. Livanova investigation could not identify any device malfunction and no root cause of the issue. Based on available information, suboptimal usage of the device could not be excluded. As no root cause could be identified and risk is acceptable, no corrective action will be undertaken. Livanova will keep monitoring the market.

Event description:
See intial report.

Manufacturer narrative:
Patient information was not provided. The lot of the complained evh is unknown. The expiration and UDI are unknown. The lot of the complained evh is unknown. The manufacturing date is unknown. The lot of the complained evh is unknown. No DHR could be done. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA inc has received a report stating the 1/2 of the plastic tip protector cap came off during a procedure. There is no report of any patient injury.